Manufacturer narrative:
The explanted pericardial patch was not returned; therefore, histology could not be performed on the tissue. All in-house mfg documentation pertaining to the tissue lot is intact. Sterility testing of the tissue lot confirms sterility. The mrsa staph infection associated with this complaint is typically a hosp acquired infection. The in-house investigation of this complaint cannot detect a link between the adverse event and the device. The complaint eval has deemed this adverse event non-device related. This complaint has been filed in order to evaluate any similar complaint trends associated with this type of complaint or with the tissue lot of the device.